Event description:
The advocate stated that a customer tested his blood glucose and received a reading of 142 mg/dl. He was then given 25 units of insulin and collapsed. The customer was taken to the hosp, where his blood glucose was tested at 29 mg/dl using the hosp meter. The customer was treated with i.v. Glucose. The advocate did not have control test solution, so it was not possible to troubleshoot the contour system. The test strips and meter are to be returned for eval. Replacement products were sent to the advocate.